Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon will be revising pt's left rejuvenate stem due to metallosis. Surgery scheduled for (B)(6) 2012.